Event description:
Literature: chan dtm, zhu xl, yeung jhm, et al. Complications of deep brain stimulation: a collective review. Asian j surg. 2009; 32(4): 258-63. Summary: this article presents an audit of all the patients implanted with deep brain stimulation (dbs) between 1997 to 2008 at one facility to assess complications arising from the 100 dbs electrode insertions and prevention of complications. Reportable event: two patients experienced electrode malposition. Both patients suffered intolerable stimulation side effects and underwent revision. No patient outcome was reported. See literature article with MFR report #3007566237-2009-09382.